Manufacturer narrative:
The customer's allegation was not confirmed. Based on the technical report, it was be confirmed that the device could be operated properly. Therefore, it is determined that the device satisfies the performance specifications. The device was used for procedure (purpose is unknown) when the reported defect occurred. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit had it set to high flow but too little co2 reached the patient. The event occurred during a procedure. There were no reports of patient harm.